Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 type of investigation, investigation conclusions, h11 corrected fields: d9, g1 contact person mfg site. Complaint # (B)(4). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Manufacturer narrative:
Event site full name: (B)(6) medical center. Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during emergency insertion, the intra-aortic balloon (iab) broke during sheath hub insertion. Due to a kink/ fiber optic sensor failure alarms and the possibility of sensor pressure not being detected, the iab was replaced with another using an 8fr sheath from another manufacture. Iab therapy was then provided. There was no patient harm or adverse event reported.